Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed via review of remote transmissions. The atrial lead was being monitored and programming changes were made. The source of the noise was unknown. The lead was later explanted. Patient was stable pre, during, after procedure.